Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had beeping, it had a picture of an insulin pump and an arrow with a book. The customer¿s blood glucose was 174 mg/dl. Troubleshooting was performed. Customer reported that they received the open book image on the insulin pump screen. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.